Event description:
Prior to insertion into patient, 4 different bard foley catheters, inflated and would not deflate. Reported to manufacturer. Inservices given. Perhaps sub-contractor specifications, material changed. Continuous follow-up scheduleddevice labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown, balloon. Conclusion: device failed just prior to use, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.